Event description:
Utilizing kci vac therapy with black foam dressing tapes etc. A significant obvious skin irritation rash appeared on top of left foot around near wound site. Contacted kci global safety was reached. FDA safety report ID# (B)(4).